Manufacturer narrative:
The glidescope bflex 5.0 bronchoscope has been received by verathon but it has yet to be evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.0 bronchoscope, the bronchoscope was producing an intermittent camera image. A delay in the procedure of an unknown duration occurred as a back-up bflex was obtained. No harm to the patient or user was reported.

Manufacturer narrative:
The glidescope bflex 5.0 bronchoscope was returned to verathon for evaluation. The device was sent to verathon engineering canada for analysis who confirmed the "no image" issue. A known working cable and monitor were used, and no image was produced. If the signal coming from the bflex 5.0 bronchoscope was working, an image would have been seen. There is a visible kink in the wire. When the shaft is bent in one orientation, the image is restored. All other orientations do not produce an image. The shaft was severely bent, causing the camera wire assembly to break. The exact root cause cannot be determined; however, the most likely cause is that the user severely bent the glidescope bflex 5.0 bronchoscope shaft. No corrective action is required at this time. Verathon will continue to monitor for trends.